Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm biocor aortic valve was selected for implant in the patient. After implantation of the valve, the physician closed the aortic incision, notice that the root of aortic was bleeding. The physician opened the aortic incision and explant the heart valve and repaired the root of the aortic. The physician thought that the blood vessel of the patient was relatively fragile, and there may have been some unaware injures due to the operation or suturing during the surgery that caused the bleeding in the root of the aortic. After repairing the root of aortic, the physician measured the size of aortic annulus, but the 25mm valve was very difficult to cross the annulus. The physician selected a 23mm biocor aortic valve that was successfully implanted. The procedure time was extended about 35 minutes due to this event. The 35 minute delay was not considered clinically significant, it was acceptable for the physician. The procedure was finished successfully without patient consequence. The patient remained stable throughout the procedure and was noted the be in stable condition.

Manufacturer narrative:
The reported event of bleeding upon implant was reported. The valve was returned to abbott and the investigation found no anomalies or damages to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.h6 health effect - clinical code: code 4582 removed. H^ health effect - impact code: code 2199 removed.